Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent a replacement procedure and was implanted with MRI compatible ipg. The patient was doing well post operatively. The explanted ipg was discarded.